Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the consumer was received on 2020-mar-09 confirming the device was completely dead and replaced on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that there is a suspected overdischarge. The patient stated they last charged last month, and only gets "press start charge" when trying to charge their ins. The patient was redirected to follow up with their healthcare provider (hcp). The patient noticed about two week ago that they could not charge. Additional information was reported that the cause of the patient not being able to replace their battery was not determined. The patient was seen in their clinic by a manufacturer representative (rep) who tried to restart the battery, but could not get it restarted. The patient will be having their battery replaced. No further information was reported.